Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and device was not detected on bus. A field service engineer (fse) found that the auxiliary drawer 1 pockets were unrecoverable. The row board cable was reseated, and all pockets were ejected using hardware test application. The legacy drawer was then replaced with a new drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on the bus. There were no drawers present in the slotted areas; however, the system would not allow the drawer to be unloaded. When attempting to recover the cubie, an error indicated that the device was not on the bus or failed to release. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.